Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was found in backup mode. It suspected the root cause was from open heart surgery. The issue was resolved after a software download was installed. The patient condition was always good and stable.